Event description:
In a spinal surgery case a fill tube malfunctioned causing its distal tip to be driven through the holder, the implant and into the peritoneal cavity. Circumstances indicate that the fill tube was jammed and continued impact caused the depth to stop on the tube to give way. No pt injury or other adverse event occurred.